Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil got detached. The target lesion was located in the mildly tortuous liver. A 12mm x 40cm interlock-35 coil was selected for use. During the procedure, the coil was repositioned, however, it got detached from the interlocking arm of the pusher wire. When tried to reattach it, there didn't seem to be a hook. The device was removed. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the interlocking arm detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil was returned, and it was kinked and stretched at proximal section, also the interlocking arm was detached. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. Also, the distal and proximal fiber bundles were found to be within specification.